Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: : product ID: 3708660, serial# (B)(6), product type: extension, product ID: 3708660, serial# (B)(6) implanted: (B)(6) 2019, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) stating that the doctor reported lower than normal impedances on contacts 9 <(>&<)> 10. Contact 9 = 648 ohms <(>&<)> contact 10 = 651 ohms. These are not out of range but are lower than normal.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code updated from 67 to 11. Result code updated from 3221 to 3233. Method code updated from 4117 to 4118. Concomitant medical product: product ID 3708660, serial# (B)(4), product type: extension; product ID 3708660, serial# (B)(4) implanted: (B)(6) 2019, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the extension was sent for analysis on 2019-10-01.

Event description:
Additional information was received: the physician reported there were low impedances. The cause was unknown and impedance checks were done. The issue wasn't resolved, but no surgical intervention was planned or had occurred.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), product type extension ,product ID 3708660, serial# (B)(4), implanted: (B)(6) 2019, product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause for the low impedances could not be determined. The surgeon had attempted to reconnect the system and changed out the extension wire to try and resolve the issue. It was asked but unknown as to whether the issue was resolved. The information had been confirmed with the physician.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), product type: extension. Product ID: neu_unkn own_ext, serial#: unknown, implanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 19-jul-2023, UDI#: (B)(4) ; product ID: neu_unknown_ext, serial/lot #: unknown, ubd: 19-jul-2023. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the bipolar impedances on the right extension between contacts 9 and 10 showed low. The surgeon reconnected the right side extension at the battery and at the lead-extension connection block, but the impedances remained low. A new extension was reconnected, and impedances were in normal range. However, on the final impedance test, bipolar impedances between 9 and 10 remained low. The surgeon was informed and acknowledged the right low bipolar impedances. No environmental, external, or patient factors were reported to have led or contributed to the issue. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the extension (serial number: (B)(4)) revealed no anomaly. If information is provided in the future, a supplemental report will be issued.